Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic microscope arm of the hydraulic cylinder moves heavily and backup battery did not function along with microscope head fell off and yoke loose. Details of procedure and patient impact was not provided.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported ¿arm of hydraulic cylinder moves heavily¿. The nonconforming articulating arm was replaced to address this issue. The reported ¿backup battery did not function¿ was confirmed. The nonconforming battery was replaced to address this issue. The reported ¿yoke was loose¿ was not replicated, however. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. Alls relevant complaints found, were reviewed as part of this investigation. The root cause of the reported ¿arm of hydraulic cylinder moves heavily¿ is attributed to nonconforming articulating arm. The root cause of the reported ¿backup battery did not function ¿is attributed to nonconforming battery. The root cause of the reported ¿loose yoke¿ was not confirmed and therefore is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.